Manufacturer narrative:
Additional information received that this event occurred during annual inspection and there was no patient involvement.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed multiple occurrences of high pressure alarms. Functional testing involved sensor verification testing and showed that the device's downstream occlusion sensor value to be within manufacturing specification despite the event log verification of the event. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump had a high pressure alarm. No adverse patient effects were reported.